Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and often required multiple attempts to activate the pump screen. There was no reported impact on the customer's blood glucose level, as the caller declined to provide specific information about blood glucose measurements. Technical support instructed the caller to perform several button-pressing techniques, but the issue persisted; thus, a decision was made to replace the pump. The caller planned to use manual injections as a backup therapy to ensure continued insulin delivery until the replacement pump arrived and was guided on how to return the faulty pump.